Event description:
Complaint: (B)(4). It was reported that part of cardioplegia does not work, the device showed an error message regarding the whole cardioplegia circuit.

Manufacturer narrative:
The failure "alarm: part of cardioplegia does not work" occurred. According to the service report # (B)(4), dated 2019-09-13 the field service technician (fst) replaced the hcu 40 device board (pcb). Function tests all passed. The pcb was requested for further investigationin life cycle engineering (lce). Lce performed the investigation according to report #lce4320 on 2020-03-02: error¿ cplg water circuit defective¿ is probably caused by leakage current on the device board. Most probable root cause is damage from water leaking on the board, which is clearly visible from residues of cleaning agents. Thus the reported failure "alarm: part of cardioplegia does not work" could be confirmed. It is unknown when the event occurred, was the device being used for treatment or diagnosis of the patient. The hcu 40 which was used, was responsible for this complaint. The occurence rate regarding the above complaint is below the acceptance rate. Thus, no remedial action required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint: (B)(4). It was reported that part of cardioplegia does not work, the device showed an error message regarding the whole cardioplegia circuit.